Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose was 54 mg/dl and treated his low blood glucose by eating peanut butter sandwich. Customer reported loss of communication from his transmitter insulin pump. Device cannot be found during the auto connect and did the manual connect and it has successfully found the device. The insulin pump will not be returned for analysis.